Event description:
The customer has reported two problems: 1st: boot-problems with the fluorostar; the customer complains that sometimes during the boot-up process, the counter goes to zero and the display rests in the boot-screen. The customer starts (resets) the boot-process again and then the system runs. 2nd: ipc doesn't work correct. The customer described that when the sys is booted up / runs, then sometimes an acoustic alarm-signal sounds, the reset-button is flashing and also all right buttons are flashing too alternately - that means, the ipc is rebooting again.

Manufacturer narrative:
1st problem: the ge rep installed a new image to the hard disc drive (wadi-tool). This did not help. So he changed the hard disc drive and configured the system new. Then the system run for one week. 2nd problem: he changed the bios-battery from the ipc, installed a new bios-setup (wadi-tool) and controlled the bios-setup for the right ipc. The system ran. After checking this, they brought the device back in the operating theater. There the problem appeared again. So he checked the linevoltage from the hospital - o.k. I checked the power distribution to the ipc and the bios configuration. The system-failure is not reproducable.